Event description:
Failure to properly interpret fetal monitor strip and communicate to physician. Poor documentation. Attached is the MFR. Report #2950326-2006-00001 provided by lifecare technologies, inc. On june 9, 2006 via fax no. 5432.